Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high pacing impedance on the atrial lead. No changes or intervention was reported; the patient will continue to be monitored. The patient condition was stable.